Event description:
As reported, the advancer tube of a 5f mynxgrip vascular closure device (vcd) was not there. There was no reported patient injury. The physician shuttled down and heard a click. Then shuttled up and there was no advancer tube. Patient was fine but user said device was acting funny. Other procedural details were requested but were not provided. The device will not be returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2521303 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the advancer tube of a 5f mynxgrip vascular closure device (vcd) was not there. There was no reported patient injury. The physician shuttled down and heard a click. Then, shuttled up and there was no advancer tube. Patient was fine but user said device was acting funny. Other procedural details were requested but were not provided. The device was not returned for analysis. The product history record (phr) review of lot f2521303 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿advancer tube-missing advancer tube¿ could not be observed as the device was not returned for analysis. The exact cause of the missing advancer tube event reported could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issues. However, procedural/handling factors are possible, such as incomplete shuttling down of the shuttle. Since it was reported that a click was heard during the shuttle down step, it is possible that damage occurred to the unit. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock (definitive stop), this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the advancer tube appearing to be missing. Neither the phr review, nor the information provided suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.